Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopaedist. This case concerns a (B)(6) female patient who experienced severe swelling of knee and had "puncture of knee" (joint effusion) after receiving treatment with synvisc one. No medical history, concomitant medication or concurrent conditions was reported. The patient had 1 application with synvisc one on the same knee (unspecified) without adverse reaction in the past. On an unspecified date in 2015, the patient initiated treatment, with synvisc one injection (route, dose, frequency, batch/lot number and expiration date: not provided) into an unspecified knee for arthrosis. On an unknown date in (B)(6) 2015 (one day after application), the patient experienced swelling of knee which after four days converted into severe swelling. It was reported that on an unspecified date, the patient was admitted to hospital. As a corrective treatment, puncture of knee (joint effusion) was done and histamine injection was given. Result of puncture analysis: no infection. As of (B)(6)2015, the patient was having mild swelling and was recovering from the event. Action taken: unk. Outcome: recovering/resolving for severe swelling of knee and unknown for puncture of knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.